Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results, generated by the synchron lx I 725 clinical system for four patients. Customer tested samples from four patients for accutni and obtained elevated results in the range of 0.50 - 4.65ng/ml which repeated in a different clinical range of 0.02 - 0.27ng/ml. The erroneous results were reported outside the laboratory. It is unknown at this time if there has been a change to patient treatment or injury, due to this event.

Manufacturer narrative:
Sample or system information for this event was not provided. A field service engineer (fse) was on site in 2008: fse cleaned wash carousel, performed minor pm (preventive maintenance) and verified the system. No further information is available at this time. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.